Manufacturer narrative:
Product analysis : analysis could not confirm the customer comment of the programmer's printer was broken. The programmer powered up with an error code and would not move past the error. The printed circuit board (pcb), was found to be out of specification electrical. The xy board was replaced. The stylus was separated but functional, the stylus was upgraded to a newer design. The power cord bay and upper and lower handle was broken. The left and right antennas were retorqued, the radiofrequency head label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was broken. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.